Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor) and requested assistance to update the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-1884l and mmt-6102. Troubleshooting was performed. Customer was able to clear the alarm and rewind the pump. Customer mentioned that the pump was not exposed to high magnetic field. Customer mentioned that the alarm reoccurred. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. A product return is not applicable for non-physical devices for mmt-6102.

Manufacturer narrative:
Unit received pump error 43 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 on (B)(6) 2025 16:49:53.000, (B)(6) 2025 16:53:58.000. Pump was cut open to perform visual inspection moisture damage electronic assembly and motor during visual inspection. The p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube). In conclusion, pump error 43 alarms during rewind and in the trace/history files confirmed due to moisture damage electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.